Manufacturer narrative:
Please note correction to d2a/d2b (product code/common device name), g4 (510k no.), and d4 (catalog no./gtin) additionally, the FDA registration number should be (B)(4) . The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject (B)(6) shout - tornier shoulder outcomes study. Recently underwent revision reverse with an allograft prosthesis and subsequently had a dislocation. On (B)(6) 2022: insert, tray and glenosphere were replaced during revision surgery due to instability- dislocation. Insert: 39 dia retentive +9mm/7.5c, tray: centered +0mm, glenosphere: 39mm lateralized (+3mm)."

Event description:
As reported: "subject (B)(6) shout - tornier shoulder outcomes study. Recently underwent revision reverse with an allograft prosthesis and subsequently had a dislocation. (B)(6) 2022: insert, tray and glenosphere were replaced during revision surgery due to instability- dislocation. - insert: 39 dia retentive +9mm/7.5c, - tray: centered +0mm, - glenosphere: 39mm lateralized (+3mm))."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.